Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head d10: cat# 13-104054 lot# 155860 m/h radial solid/apx shl 54mm cat# 11-104209 lot# 138360 mlry-hd lat por fmrl 9x150mm g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent explantation approximately 2 years and 5 months post-implantation due to implant wear synovitis. The initial stem and cup were stable and left intact. The head and liner were exchanged without complications. . Attempts have been made and no further information has been provided.